Event description:
It was reported to aesculap inc. That a m.blue 5 valve (part # fx801t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the valve was believed to be occluded. The patient underwent a revision surgery on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. The adverse event/malfunction is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Investigation: visual inspection: the following observations were made during the visual inspection: third- party catheter; scratches on the outer housing of the valve. Permeability test: the permeability test was performed at a hydrostatic pressure difference of the pressure setting of the m.blue® upon receipt plus 30 cmh2o in the horizontal direction of flow. The test showed that the m.blue is permeable. Computer control test: the computer controlled test showed the opening pressure of the differential unit of the valve, at a reference flow rate of 20 ml/h in a horizontal position of the valve, to be 6,09 cmh2o. This is within the specified tolerance of 5 cmh2o ± 3 cmh2o. Additionally, the gravitational unit of the valve was tested according to standard procedure in the vertical position of the valve. At an opening pressure of 17 cmh2o in the vertical position, a pressure of 22 cmh2o +6/ -12 cmh2o is expected. The results indicated that at a reference flow of 20 ml/h in the vertical position, the gravitational unit of the m.blue had a pressure of 10,47 cmh2o. This is within the specified tolerance of 22 cmh2o +6/ -12 cmh2o. Adjustability test: the m.blue was found to be non-adjustable within the specified range. Braking force and brake function test: the braking force test indicates that the brake function of the m.blue® is present. Due to the non-adjustability of the valve, as detailed in section 7.4 an investigation of the braking force was not possible. Internal inspection of product: after dismantling of the valve, deposits were found in m.blue. Results: based on our investigation results, we have determined a non- adjustability of the valve at the time of our investigation. The detected deposits could be named as the cause of the non- adjustability. Existing deposits in the csf can temporarily impair the function of the valve and are described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Investigation complete.